Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The pacemaker was reprogrammed. There were no consequences to the patient.